Manufacturer narrative:
Section d4 has been updated with the lot number 19d054fhx as per new information received on 9/9/21.

Manufacturer narrative:
The complainant indicated that the device may not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the sealing chamber is being sucked to the wall after 30 minutes of being connected to patient. The unit/s worked properly for 30 minutes but after that the suction started to decrease and the blue sealing liquid was sucked against the wall.